Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated when additional details are received.

Event description:
Boston scientific received information that this atrial lead dislodged during a procedure to revise the dislodged right ventricular (rv) lead. Efforts to reposition the atrial lead were unsuccessful as the helix would not extend after being retracted. The physician suspected the helix was broken. Additionally, fluoroscopy identified tissue in the helix mechanism. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and due to the dried blood/body fluid, the helix could not be actuated during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.